Manufacturer narrative:
Fixture and abutment remain insitu.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and underwent revision surgery (date not reported) to remove the excess skin.